Event description:
Reporter alleged that a patient received the result of hi (greater than 600 mg/dl) on inform system 1 and another result of 375 mg/dl on inform system 2 compared back to back within 10 minutes of a result of 111 mg/dl obtained on a lab system. Reporter stated that the blood sample for the meters were taken from a line that used a flush bag comprised of d-50 and saline solution. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.